Event description:
A reliant stent graft balloon catheter was inserted into the patient for treatment to perform stent graft expansion. Aneurysm and vessel morphology are unknown. It was reported that a portion of the balloon may have been placed outside the stent graft during dilatation of the patent's iliac artery. The patient's blood pressure dropped and the iliac artery was found to have ruptured. An occlusion balloon was placed to control the bleeding. A covered stent from another manufacturer was used to successfully treat the ruptured vessel. The patient was reported to be still hospitalized 17 days after the procedure and is improving. No additional clinical sequelae were reported.